Manufacturer narrative:
(B)(4). Patient information is not available. No tests/laboratory data available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a peripheral diagnostic planned procedure during imaging multiple quadrants of the imaging view were not working. Upon removal of the catheter out of the patient, the physician noticed that the tip of the manufacture's catheter device had separated from the shaft of the catheter and was stuck in the sheath. The physician was able to retrieve the catheter by itself without issues, including the tip which was still on the guidewire just outside the sheath. Another same device was used to successfully completed the procedure. No unscheduled intervention was required. There is no patient injury. Vessel: moderate tortuousness, mixed plaque morphology. Visual and microscopic inspection was performed on the returned device. The catheter tip was returned separated from the device. Stretching was observed at the sites of separation. Both ends of the separated distal tip were damaged and flared. The scanner body was bent. The device was recognized by the system and produced an incomplete image. All portions of the device were accounted for. The probable cause of the reported tip separation is damage in use, likely from an excessive pulling force, as evidenced by the stretching observed at the separation site. Per the instructions for use (IFU), "do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use." Strain, impact, and forces associated with handling may affect the integrity of the device. The probable cause of the reported "multiple quadrants of the imaging view were not working" failure is the device was damaged, as evidenced by the bent scanner body. Strain, impact, and forces associated with use can affect the integrity of the device. However, it could not be determined when and how the device was damaged. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because the device separated during use. There is a potential for harm if the malfunction were to recur.